Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with a mentor smooth round moderate profile 525cc, saline breast implant, experienced left-sided deflation and bilateral animation deformity post procedure. As a result, patient underwent bilateral capsulotomies, and bilateral replacements as follow: l/ cat#: smpx-605, sn#: (B)(4), r/ cat#: smpx-545, sn#: (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, cutaneous breast deformity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 25, 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 525cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. This agrees with the information provided: the right side implant was intentionally damaged by the surgeon. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).